Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of necrosis and inflammation are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis and inflammation.

Event description:
Patient reported right side "difficulty breathing, implants are very hard, painful, joint pain" "weird blood counts" and "necrosis in nipples." Device remains implanted.